Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer's other blood glucose values were 200 mg/dl and 300 mg/dl. The customer was assisted in troubleshooting. The customer was not alleging that the insulin pump was under delivering. The customer stated that there was blood on the set. She was treated with insulin pump for high blood glucose. The customer also experienced low blood glucose level which was treated with food. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.